Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-apr-2026, a sales representative reported via email that an ar-3740sp double loaded knotless knee fibertak anchor was used with the ar-3710 disposable kit during an mcl repair procedure performed on (B)(6) 2026. The anchor deployed as intended with no issues noted during insertion. The issue occurred when attempting to reduce the blue loop: it locked and would not reduce. The black loop was reduced completely. Due to the inability to reduce the blue loop, a second anchor was opened and implanted to complete the procedure. There was no reported patient harm; however, a minor case delay occurred due to the need to insert an additional anchor. Additional information was received on 14-apr-2026: during the procedure, the anchor remained in the patient and was not removed. To complete the case, another 3740sp double loaded knotless knee fibertak anchor was used as a replacement. Information regarding the administration of additional anesthesia is unknown; however, it was reported that the additional time required to complete the procedure was approximately 2¿3 minutes. According to the information provided, no instrument or implant components broke, and therefore no fragment retrieval was required.